Event description:
It was reported that the analyzer lost connection with the programmer during a generator change out. The programmer was rebooted and this resolved the issue long enough to complete the change out procedure, however, it did cause delays. The issue did occur again after the procedure. Technical support (ts) recommended the caller order a new analyzer and transferred the caller to customer service. Follow-up later discovered that the analyzer was switched out and no further problems have occurred. The programmer and analyzer remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).